Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during arthroscopy of the left knee for a meniscal lateral tear on (B)(6) 2016, upon removal of a competitor¿s intact 4.0mm screw, two synthes instruments broke. A synthes hollowed reamer became unthreaded and the device got lodged in the patient when attempting to remove the 4.0mm screw. The surgeon used pliers to get the instrument out. The second instrument used for the screw removal was a conical extraction screw. The tip of the extraction screw snapped off inside the screw as the surgeon attempted to remove it. Again, the surgeon used pliers to try to remove the screw and in the process the 4.0mm implanted screw broke. The tip of the extraction screw was able to be retrieved. However, the surgeon was never able to fully remove all of the 4.0mm screw. The surgeon utilized a scope to ensure all fragments were removed from the patient with the exception of the piece that remained embedded. No x-rays were taken. The surgeon used bone putty over the embedded fragment to fill in hole where the screw was. There was an approximate 25 minute delay to the surgery and the patient was reported as stable. An incorrect sized screwdriver was also used during the surgery in an attempt to remove the screw and became stripped. This complaint involves one devices. Concomitant devices reported: competitor 4.0mm screw (part # unknown, lot # unknown, quantity 1), pliers (part # unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).